Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer¿s blood glucose was unknown at the time of incident. Customer states insulin pump screen had black ink inside the screen. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. However, insulin pump have a missing segments or partial display anomaly due to minor cracked bleeding lcd noted.